Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message post-procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Customer does not plan on returning.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message post-procedure. There was no report of patient injury.